Event description:
The family member of the customer reported severe scratches on the screen of the customer's insulin pump. It was reported that the device dropped. The customer's reported blood glucose value was 74 mg/dl. It was advised to discontinue use of the pump and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).